Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. The customer's stated problem was not confirmed as no leakage was observed. Upon further inspection, unknown droplets were observed on the edge of the inside of the cassette. It was observed that the droplets were not red. There was no known cause of the reported issue, and no further action will be taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after filling the cassette with medication, water droplets were found on the contents, suggesting a leak. The event occurred before patient use at the facility. There was no reported patient harm/adverse event.